Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call for replace battery alarm. Blood glucose was unknown. Customer reported that it was confirmed that the terminal on the back side of the battery cap came off. The patient was told to insert the battery again several times, but the insulin pump did not start to work. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected power loss error alarm noted during testing or in the device trace download. Device received without original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted.